Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. The customer indicated that the sensor glucose was 67mg/dl and blood glucose was unknown at the time of the incident. Troubleshooting explained the differences between sensor and blood glucose. Customer was advised to call when issues occur and to follow up if any further questions. Customer was advised that the sensors would be replaced and to return the sensor for analysis.